Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a damaged transfer set. The damage was further described as cracking at the blue female connector of the transfer set. The damage was identified at the patient¿s home during an unspecified step of peritoneal dialysis therapy. It was not reported how the event was resolved or if the patient completed therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.